Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 9/19/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping phase while using the thermocool® smart touch¿ bi-directional navigation catheter, the patient¿s blood pressure dropped, and cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported to be in stable condition after pericardiocentesis. There¿s no information regarding extended hospitalization and patient¿s outcome. There were no factors cited that might have contributed to the adverse event. Physician¿s causality opinion regarding the cause of the adverse event is that it was procedure-related. There were no error messages observed on any bwi equipment during the procedure. Transseptal puncture was not performed. An unspecified 8.5fr sheath was used during the procedure. The generator parameters included power control mode. When in right ventricular outflow tract (rvot), the temperature was of 34 degrees celsius and impedance of 160-180 ohms. No ablation was given yet at the time of the injury. The catheter irrigation was set within normal settings for the thermocool® smart touch¿ bi-directional navigation catheter. The flow was at 2ml/min at the time of the injury. The patient did not receive anticoagulant during the procedure. The thermocool® smart touch¿ bi-directional navigation catheter was not in close proximity to another catheter. It was zeroed after the initial warm-up phase post catheter connection to the carto 3 piu. The carto 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
It was reported that a female patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The patient was reported to be in stable condition after pericardiocentesis. There were no error messages observed on any bwi equipment during the procedure. Product evaluation details: the device evaluation was completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly; force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. On 9/22/2018, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).